Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in the operating room for a device change-out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced on (B)(6) 2018. The patient was reported to be in good condition before, during, and after the replacement.